Event description:
It was reported that restenosis occurred. On (B)(6) 2025, the mid left anterior descending (lad) treated with a 3.50 mm x 30 mm agent dcb. On (B)(6) 2025, the patient started experiencing symptoms associated with cardiac chest pain. At the time of event, the patient was on prasugrel which was continued. On (B)(6) 2025, the patient was diagnosed with worsening angina. A 70% in-stent restenosis at mid lad was initially dilated with a 3.00 mm x 10 mm cutting balloon. Following pre-dilation, a 3.00 mm x 32 mm synergy drug-eluting stent was successfully deployed in the lesion. Post revascularization, the residual stenosis was noted as 0% and timi flow was 3. The event was considered to be resolved/recovered.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.